Manufacturer narrative:
The valve was returned for evaluation: DHR - lot number 4283742, conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected, small tear/cut in the silicone housing distal end was noted and marks in the silicone housing on the opposite side of small tear/cut. The valve passed the test for programming, occlusion, reflux, and pressure. The valve was leak tested: leaked from the small hole in the silicone housing. The catheter was irrigated no occlusions noted.the root cause for the small tear/cut found in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low tear/cut resistance. This small tear/cut did not have an impact on the functioning of the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported over drainage of a medos infant valve system: the valve was implanted on (B)(6) 2020 and explanted on (B)(6) 2021 due to over drainage because the valve could not be readjusted. The valve was replaced to a new hakim medos and the patient is in clinical stable condition.